Event description:
It was reported that the customer experienced high blood glucose levels after a bolus correction. The caller stated that a strange sound came from the insulin pump after a reservoir change. The blood glucose reading was 460 mg/dl. Upon troubleshooting, it was found that the insulin pump passed a fixed prime test. Advised the customer to change the infusion set, apply correction, and wait for 90 minutes. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.